Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The reported low event was found to have occurred in the engineering logs 3 hours after three meal bolus requests were logged. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user inadvertently announcing three meals for breakfast, resulting in an excess of insulin relative to their need. Limited access mode was set on the user's pump after this event to prevent excessive meal announcements from being delivered in the future.

Event description:
On 7/29/24 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 7/29/24. On 7/29/24, the user experienced a low bg event after announcing three meals for breakfast, leading to a bg level of 24 mg/dl. The user, who is mentally disabled and lives alone, fell unconscious, prompting a family friend to call 911. Upon ems arrival, baqsimi was administered, followed by coca-cola, before the user was transported to the ER, treated with an IV, and released after approximately two hours. To prevent further incidents, a code was set on the ilet to limit multiple meal announcements. The user's family was advised to obtain a compatible phone for the dexcom app to monitor the user's bg remotely. The user is now feeling fine and back to normal.